Manufacturer narrative:
Initial reporter: complaint was reported by a medtronic service personnel on behalf of the facility. There is no 510k associated to this device. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted by FDA on (B)(6) 2020. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, while in the pediatric mode, this pb560 ventilator did not generate an alarm of patient disconnection the service personnel (sp) inspected the ventilator and could not duplicate the reported issue. The ventilator passed all tests and calibrations per manufacturer specifications and was returned to the customer. The investigation found the device to function normally. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, while in the pediatric mode, this pb560 ventilator did not generate an alarm of patient disconnection. The ventilator was not in use on a patient at the time of the reported event.